Event description:
It was reported that the needle of a vialmate reconstitution device had punctured the tubing port. This malfunction occurred during reconstitution. There was patient no involvement; therefore, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Therefore, the customer reported condition could not be confirmed, nor could the cause be identified.